Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was returned and analyzed. Analysis of the device revealed normal battery depletion. Concomitant product: 5076-52 lead, implanted: (B)(6) 2007. (B)(4).

Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d) was at elective replacement indicator (eri) and the device did not meet expected longevity based on the current settings. The device was explanted and replaced. No patient complications have been reported as a result of this event.